Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was returned intact with no peeling. The keypad button symbols were worn off. During testing, the down arrow and contrast keypad buttons were intermittently unresponsive; the up arrow and ok keypad buttons responded appropriately. During evaluation, evidence of contamination was found under the contrast and down arrow key contacts. Additionally, the pump was returned with a dim and discolored display screen. A test screen was installed and displayed properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen and intermittently unresponsive keypad buttons with contamination found under the key contacts. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.